Event description:
It was reported that when an attempt was made to initiate deflation earlier, the trigger mode changed from pattern to a-pace on its own. Because of this condition, the pt was transferred to another pump. There were no pt complications.